Event description:
It was reported that the blood glucose reading was over 600 mg/dl. Customer is feeling lethargic and drowsy. The insulin pump displayed low reservoir all day. Customer did not change the infusion set until she arrived at home. Customer experiences highs and lows. Customer is currently working with a dietician. Customer declined to go to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.